Event description:
It was reported that the endo tracheal tube was in use when a clinician heard a whistle noise, and removal of the tube from the patient revealed a leak at the balloon. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that the cuff was then submerged in a water bath. No whistling observed during inflation, no leaks were observed. Cannot duplicate or confirm customer complaint of whistle noise, found leak at the balloon. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.